Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product event summary: # (B)(4) the full lead was returned and analyzed. The outer insulation was breach cut, there was blood (not obstructed) in the proximal conductor, the distal end was covered in blood.

Event description:
It was reported that the patient had t-wave oversensing on the right ventricular (rv) lead. It was noted that the oversensing was caused by a myocardial infarction. During an attempted lead revision to replace the pace/sense portion of the rv lead, the new pace/sense lead had lower r waves. The new pace/sense lead was removed and the chronic rv lead was repositioned and remains in use. The device was upgraded instead to manage the configurations. No patient complications have been reported as a result of this event.